Event description:
It was reported to us that the leaking from the guide catheter hub was noticed during the preparation stage of the procedure. The device was not used and was returned for evaluation.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Conclusion: the actual device used for the case was returned and evaluated. Visual examination of the returned guide catheter revealed that there was some visual damage in the form of three kinks on the shaft. A leak test was performed and the testing confirmed a leak between the shaft and strain relief. The hub of the guide catheter was cut open and inspected. The glue joint was found however the amount of glue was inadequate and it was not applied in the locations prescribed by the manufacturing process. Re-training of the manufacturing operators was completed for this operation. A review of the device history record did not detect any deficiencies within the manufacturing process. The event has been confirmed for leaking. The analysis is complete as of today (B)(6), 2012.